Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 3 MDR's filed for the same patient (reference 1825034-2016-03070 / 03086 and 1825034-2015-00870). Device remains implanted.

Event description:
Patient reported receiving an injection for pain approximately six years post-implantation. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Medical records confirm the patient received an injection approximately six years post implantation due to groin and hip pain. The medical records indicate a diagnosis of iliopsoas tendonitis.